Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
This is filed to report a single leaflet device attachment (slda), requiring an additional clip to stabilize. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with flail and p2 medial prolapse. An xtw clip was advanced to a3/p3 and a grasp was achieved, reducing mr to grade 1-2. Leaflet insertion and establishing final arm angle (efaa) were performed per the instructions for use with satisfactory result. After the lock line was removed, mr increased, and the posterior leaflet was noted to be more mobile. After the delivery catheter (dc) shaft was separated from the clip, imaging showed that the clip had detached from the posterior leaflet. Mr increased to 3-4+. Another clip was implanted just lateral to the first clip to further reduce mr and stabilize the first clip. Mr was reduced to grade 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.